Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's father that the customer experienced low blood glucose. The customer stated his meter said 380mg/dl, checked at a later time and it was 44mg/dl; treated with juice and milk. The customer's father stated there was no medical attention needed; declined troubleshooting.